Event description:
It was reported that the pt underwent a tlif for bilateral fixation at l2/3/4 using cage and posterior fixation. It was reported that the cage implanted in l3/4 backed out. The surgeon believed that the size of the cage might be small. The revision surgery was performed approx 18 days post op to replace the cage to the larger sized cage.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. The suspect devices in use are lot # w08a1033 and w08e3789. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog #2991026, was cleared in the united states.